Manufacturer narrative:
Additional information indicated that the pain was not related to the device thus (B)(4) no longer applies to this event.

Event description:
Additional information received from the manufacturer representative reported that for troubleshooting they tried to determine whether the device was turned on or off while recharging the system. The patient was going to see their bariatric surgeon before they started using stimulation again. The pain was associated with the patient having a gastric bypass surgery.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer via a manufacturing representative (rep) reported that the patient had uncomfortable stimulation while recharging. It was stronger than normal and occurred when stimulation was on or off. The patient felt the stimulation "all over," but normally he felt stimulation in a localized area. It was unknown when the patient first started feeling discomfort while recharging. The patient had great success with his stimulation therapy so he admitted to "overdoing it." It was noted that in (B)(6) 2015, the patient was cutting down a tree and ended up getting internally bruised. He ended up needed to turn stimulation off because it was irritating his gastrointestinal (gi) area and there was pain. This was not the area it was initially helping. The patient currently had stimulation off. It was also noted that the patient had gastric bypass surgery due to being obese and he fell off the table during his procedure. This caused the patient to have some type of neuropathic damage to his tailbone. It was noted that this occurred before he had the device implanted. No interventions, outcome, troubleshooting, or causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.